Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed on the 6th may 2009 and that it had performed to specification up to the 20th november 2011. On the 27th november 2011 the device failed the weekly auto self-test due to a low battery. At this time a significant drop in voltage was observed from the previous successful self-test. The device records an additional self-test fail due to a low battery on the 29th november 2011. On the 5th december 2011 an increase in voltage suggests a further pad-pak was installed and the device was power cycled passing a self-test. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 6th june 2013 and the 7th september 2013. During this time the device records three occasions in which the temperature was recorded above the recommended operating temperature of 0-50 degrees celsius with a high of 58 degrees celsius recorded. The device successfully performed all weekly auto self-tests between the 8th september 2013 and the 17th august 2014. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 18th august 2014 and the last log entry on the 22nd august 2015. During this time the pad-pak became depleted and a further pad-pak was installed which also became depleted. Also during this period the device records one occasion in which the temperature was recorded below the recommended operating temperature of 0-50 degrees celsius with a low of -1.4 degrees celsius recorded. The user accessible memory was erased after the last log entry on the 22nd august 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore the voltage fluctuation across the battery terminal pogo-pins was reduced enough to cause the low battery fails detailed in the report. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.